Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). Additional information: baxter product surveillance left a detailed message for the peritoneal dialysis (pd) registered nurse (rn) providing information related to overfill. And informed rn to call back with any questions or additional information, if needed. Evaluation: the device was returned and evaluated by the product analysis lab. The rite (return instrument test/evaluation) test was performed when the device was returned to the baxter (B)(4) facility for evaluation. The device failed the homechoice rite (return instrument test / evaluation), functional test but passed the rite electrical test. The probable cause for the iipv found in the logs was determined to be insufficient drain - use error; tidal uf removal set too low. The device's service history record was reviewed and no issues were identified that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).

Event description:
An instance of increased intra-peritoneal volume (iipv) was identified during a review of the returned homechoice (hc) log. On (B)(6) 2010, the ultrafiltration volume was 1826ml during cycle 6. No patient injury or medical intervention has been reported in association with this event.